Manufacturer narrative:
B5; additional information received: ballooning was performed several times 1 week post the index procedure, which significantly reduced the endoleak. The endoleak was considered to be a type ia during the ballooning, but it was not clear. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of an 80mm aaa . It was reported that during the index procedure, the case was performed perfectly with positioning of etbf2816c166ee (B)(6) from the left side , ipsilateral etlw1616c93ee v31277075 + contra lateral etlw1616c156ee v30765427. At the final angiogram an unknown endoleak was observed but appeared to be a type IV. On the 09-jan-2024 the physician performed a ceus and there was evidence of a huge systolic flush inside the aneurysm. On 10-jan-2024 a CT scan performed showed a lot of contrast inside the aneurysm and therefore the physician noted that the endoleak could be either a type ia or iiib. Per the physician the cause of the endoleak is a tear in the main body fabric. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed on the films provided; however, the cause and subtype of the endoleak could not be conclusively determined. Endoleak interrogation via selective angiograms (i.e., injecting contrast from several levels within the stent graft) was not available for review, thereby making determination of the endoleak difficult. Calcification, which may lead to acute fabric tear, was observed along the length of the abdominal aorta, and a small calcification plaque was observed near the stent at the level of the flow divider; therefore, a type iiib cannot be ruled out. It is also possible that this was a type ia proximal endoleak, but this could not be confirmed. Anatomical factors, such as infrarenal neck angulation and the presence of calcifications and thrombus in the aortic neck, may have contributed to the observed endoleak. Additionally, a type ii endoleak from patent collateral vessels feeding the aneurysm sac may have been present. Analysis of the returned films did not reveal any obvious out-of-specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.